Event description:
During the embolization procedure to treat a 6mmx4.5mmx4mm aneurysm in the bifurcation of the right internal carotid artery (ica) and the posterior communicating artery with vessel near the aneurysm that was not calcified but moderately tortuous, the coil was prematurely detached during placement in the aneurysm. In addition, the coil unraveled and broken into two pieces during retrieval using snare catheter. Only the proximal segment of the coil was retrieved and most of the distal segment remained in the aneurysm. The coil remaining in the aneurysm was fixed in place at the common carotid artery by a precise stent. Stretched part was about 15cm long. After these interventions, a dissection occurred and there was slow flow. After the event, a (pta) percutaneous transluminal angioplasty was performed to treat the dissection, and the flow improved slightly. The procedure was finished at that point. Additional info indicated that dissection occurred during advancement of the snare catheter for the retrieval of the coil. The part of the coil that was captured with the retrieval device was removed from the pt. The coil separated into two pieces, one was retrieved, and the other remained in the aneurysm, partly protruding into the pt vessel. About 17cm of the broken coil is protruding into the parent vessel from the aneurysm. Distal 2cm of the coil is not stretched, but proximal 15cm of the broken coil is stretched. The pt is in stable condition. The doctor commented that the tip of the microcatheter was kinked and this might affect the coil malfunction.

Manufacturer narrative:
During an embolization procedure, an orbit (5mmx10cm, complaint product) was delivered to the aneurysm, but the tip of the (mc) microcatheter moved and missed the aneurysm. Therefore, the physician withdrew the orbit and re-position the mc. The same orbit was re-inserted and delivered to the aneurysm. The coil could not be pulled backward after approx 1 cm of the coil was deployed in the aneurysm. The physician felt that the coil was unraveled. The coil stopped moving forward after approx 7 cm of coil was deployed in the aneurysm. The physician pulled back the delivery system and found that only the delivery system was pulled backward. However, the coil prematurely detached. The hyperglide guide wire (which was inserted at the beginning of the procedure) was removed from the pt and the mc was cut at the hub, the another mc ("excelsior 1018," boston scientific) and snare catheter were inserted. The snare catheter could not be delivered close to the aneurysm, so the coil was captured at the vertebral region of the (ica) internal carotid artery. The physician tried to retrieve the coil, but the coil stretched and broke into two pieces. The distal end of the coil was in the aneurysm tangled with the previously detached gdc coils. The unraveled proximal part of the coil was in common carotid artery (cca). The physician decided to place a stent to immobilize the loose coil. A precise stent (10mmx40mm, cat./lot unk) was placed to the cca and the coil was immobilized to the vessel wall. Slow flow was observed by angiography and a dissection at the vertebral region of ica was confirmed. The dissection might have occurred during delivery of the snare catheter for the retrieval of the coil. Percutaneous transluminal angioplasty (pta) was performed to treat the dissection (bc: "gateway", 2.5mmx9mm, boston scientific japan). For additional treatment of the dissection, coronary stent ("driver", 4mmx18mm, medtronic) was inserted but could not be delivered to the lesion due to heavy tortuosity of the vessel. Second balloon dilatation was performed with "gateway" balloon (3.5mmx9mm, boston scientific), and the physician managed to deliver the stent (same "driver") and it was deployed. The stent, however, migrated to the proximal side of the target site. The procedure was finished at that point, because the slow flow improved slightly. The pt will be monitored carefully. The physician commented that he felt unusual friction between the first coil (gdc coil) and the mc. A kink near the tip of the mc was confirmed after it was removed from the pt. The physician usually shapes the catheter using a shaping mandrill and steam, but for this procedure, he re-shaped the catheter only with steam after it was shaped using a shaping mandrill at first. It is unk if this shaping method is relating to the event (premature detachment and unravel) directly. Additional info is indicated that dissection occurred during advancement of the snare catheter for the retrieval of the coil. The part of the coil that was captured with the retrieval device was removed from the pt. The coil separated into two pieces, one was retrieved, and the other remained in the aneurysm, partly protruding into the parent vessel. About 17cm of the broken coil is protruding into parent vessel from the aneurysm. Distal 2cm of the coil is not stretched, but proximal 15 cm of the broken coil is stretched. The pt is in stable condition. The doctor commented that the tip of the microcatheter was kinked and this might affect the coil malfunction. A 6fr long sheath was inserted from right groin, and 6fr (gc) guiding catheter ("launcher", medtronic) was delivered to right ica. A bc ("hyperglide" 4mmx10mm, ev3) was delivered near the aneurysm. The (mc) microcatheter ("sl10", boston scientific; the tip of this mc was steam-shaped) and the (gw) guide wire ("silver speed10", ev3) were delivered to the aneurysm. A gdc coil (6mmx11cm, boston scientific japan) was delivered to the aneurysm, but it was too small so the physician withdrew this coil. The physician commented that he felt friction between the coil and the mc during this occasion. Another gdc coil (7mmx15cm, boston scientific) was delivered to the aneurysm and was placed successfully. The first gdc coil (the one initially retrieved) was delivered again and was placed in the aneurysm. Add'l info will be submitted within 30 days. This is the first of two products during the same procedure on the same pt, which is associated with mfg report # 9616099-2008-02157.